Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient needed to get their stimulator working again. It was indicated that the stimulator had not been working for them for a couple of months. The patient had had their stimulator turned off for a couple of months and that was the reason why stimulator wasn't working for the patient. The patient was having problems getting their stimulator back on. The patient was able to synch with neurostimulator (ins) and stated the stimulation was set at 1.35. The patient was able to turn stimulation back on and verified they were seeing the lightning bolt in ins icon. The patient was not feeling stimulation at 1.35 but they slowly increased until they felt it at 1.60. It was further reported that the 2 months ago it had not worked and the patient wanted to turn stimulation back on. Their thing was turned off about a month ago. The patient went to see their health care provider (hcp) because it wasn¿t doing nothing, so they turned it off and now the patient wanted to try having it on to see if it helped. The patient never had therapeutic effect and the device had never really helped since implant. The patient had back pain and pain over the battery site when off and on. When they woke in the morning the patient could not walk and had to hold their hand on the ins site in order to walk and go to the bathroom. The patient could hardly walk going to the bathroom and this started a little over a month ago. This was why the patient went to see their hcp and they said to turn it off to see if it still hurt. The patient went back to see their hcp and they said it could not be the battery because it was not on. The patient would start taking ibuprofen while eating breakfast and during the day it didn¿t bother them as much as the morning. The patient had fecal incontinence issues and wanted to know if it would help with their bowels too. The fecal incontinence started in the last year. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant: product ID 3889-28, lot# v915099, implanted: 2012-(B)(6), product type lead. (B)(4).

Event description:
Additional information received reported that the patient programmer wouldn¿t power up and nothing came up on the screen. The patient programmer had been a problem for a while and this started a few weeks ago. The patient did not try replacing the batteries. The patient found a set of batteries to try, but was not able to confirm they were alkaline batteries and the new batteries didn¿t resolve the issue. The patient cancelled receiving a replacement programmer the next day. The programmer may be dead and the patient was told to get new alkaline batteries. Sometimes the patient had trouble with their bowels and couldn¿t hold it. The bowel problem had been for a while and started a year ago, after having the implant. The patient had to wear diapers for their urinary symptoms and had pain at the implantable neurostimulator (ins) every morning starting a year ago. The patient had a loss of bladder control and a loss of bowel control. The patient had loose bowels and couldn¿t make it to the bathroom sometimes. There was no known accident or incident related to the event. When the patient got up each morning and started to walk to the bathroom they had so much p ain right at their ins in the back. The patient could not stand up straight and had not checked for redness, swelling or warmth. It did not hurt all day, but for an hour, first thing every morning. The patient needed to lean on things like their dresser or bed. The amount of pain had been consistent whether the ins was on or off. Currently the device was off. The patient spoke with their hcp about this but they really didn¿t do anything about it and asked the patient if they wanted the ins explanted. The patient called their hcp back and said maybe they better get it out. The patient had been going to their hcp for 5 years and was not any better than when they started. The patient wanted to make sure they had tried and checked everything prior to having it removed. The patient would see their hcp on (B)(6) 2015. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.